Manufacturer narrative:
The pump had intermittent button response due to moisture damage to keypad traces. No button error alarm was noted. The pump also had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump while trying to fill the cannula after inserting it in the site of the infusion set. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.